Event description:
Pt alleged that device would give unplanned boluses at night when they slept (this occurred six months ago). Pt woke up and their blood glucose was approximately 16-19 mg/dl. Pt switched to back-up device six months ago. Pt self-treated low blood glucose by eating and drinking.